Event description:
It was reported that hypotension and retroperitoneal bleeding occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman truseal access system (was) was positioned and a 31mm watchman flx laa closure device & delivery system (wds) were used. After placement of the was, the blood pressure of the patient dropped. Transesophageal echocardiography (tee) was performed to check for pericardial effusion, and a pericardial effusion was believed to be noted. The pericardial effusion was deemed stable, thus the closure device was successfully implanted in the laa. A pericardial drain was placed at the site of the pericardial effusion, but no fluid could be extracted, thus it was confirmed that there was no pericardial effusion present causing the drop in blood pressure. A complete blood count was called and heparin was reversed. Three injections of contrast were performed through a pigtail catheter in the inferior vena cava to look for extravasation, however, none was seen. The complete blood count showed a drop in hemoglobin indicating continual bleeding. A computed tomography (CT) with contrast to locate the bleeding source was performed. There was confirmed retroperitoneal bleeding at the groin puncture site at the iliac vein. A covered stent was placed at the iliac vein on the same day post procedure. The patient was hospitalized following this event. The patient was discharged home following their recovery without incident.